Manufacturer narrative:
The reported events of oversensing and p-wave amplitude variation were confirmed. As received, a complete lead was returned in two pieces. The cause of the reported events was due to the breached inner insulation exposing the inner coil consistent with overtighten suture.

Event description:
Related manufacturer reference number: 2017865-2021-12361. It was reported that the patient's right ventricular (rv) lead presented with noise that read as several high ventricular rate alerts. There was also r-wave amplitude variation and a high capture threshold noted on the rv lead. P-wave amplitude variation was noted on the right atrial (ra) lead. Programming changes were made to address both lead anomalies. In a follow up, both the rv and ra lead exhibited oversensing noise that led to inappropriate automatic mode switch. Both leads were explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.